Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.

Event description:
It was reported that the pump alarmed during patient use and displayed error code 1870 on the screen. At the time of the event, the pump was delivering 5 fluorouracil (5 fu) therapy. The programmed infusion rate was 3.0 ml/hr, with a reported residual volume of 43.7 ml and 94.35 ml delivered. The patient was not adversely affected by the event. The pump was restarted successfully and the screen then displayed ¿run ¿ res vol 43.7 ml¿.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.